Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated he woke up in the middle of the night and was sweating and that might have caused the keypad issue. Customer stated that the he would need to go to the hospital because his blood glucose level was increasing. Blood glucose value was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.